Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date and month in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A surgical patient experienced numbness to lower extremity related to the use of floseal. The event was further described as during spinal decompression surgery the ¿irrigation was not enough at the time¿. Post-surgery, the patient experienced numbness to the leg and went back to surgery due to bleeding. However, the blood was not stagnated. At the time of this report, the patient had recovered from the event. No additional information is available.